Event description:
It was reported that patient was unable to charge the implantable pulse generator. It was noted that patients charger will no longer coupled at the ipg. It was noted that patient experienced discomfort and burning sensation at the implant site. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.